Event description:
The customer reported to olympus, the evis lucera elite video system center did not power on normally and there was no signal output. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Corrected fields: d10, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: the device could not be turned on due to burn printed circuit board failure. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "no signal output" was caused by a burnt circuit printed board. Olympus will continue to monitor field performance for this device.